Event description:
International affiliate has informed us of an event of leakage through the cuff after in use for only two days. The product was tested before use and orally inserted in the pt at ICU. The pt was moved to the ward and was managed with CPAP. In the evening, two days after movement, the hosp found leakage through the cuff. At the pt's dr's discretion, the tube had been used until the next morning. The dr tested the tube by infusing air and found a pinhole. No adverse outcome.